Event description:
It was reported that the pump touchscreen was red and nonfunctional. There was no reported impact to the customer's blood glucose level. The customer resumed insulin therapy successfully.